Manufacturer narrative:
H2, h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) additional information added to section d. A software investigation analysis was completed to determine the probable cause of the issue. Analysis found that the reviewed archives contained one CT exam with 353 slices where the posterior past of the head was chopped off in the scan. The archives recorded 5 trace registration where the user collected a good amount of trace points on the nose and forehead area, but the trace pattern appears to be flipped. The trace pattern shift mostly occured when the collected trace pattern area of the patient's anatomy matched any other part of the patient's head anatomy. This can be avoided by using the 3-point unit registration; hence suggesting using three-point tracer registration. Analysis found that the issue was related to the software. Codes c10 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that when in a case the system was very difficult to register the patient. Points were consistently appearing below the skin even when grazing the surface of the skin. Exam spacing and thickness were contiguous at 0.625mm. Confirmed side emitter placement was normal. Scan was taken within an hour of registration. There was a delay of less than 1 hour and no impact on patient outcome. The system was check out by a manufacturer representative (rep) and they went through all the methods of registration to try to reproduce the issue but no issues were found. The rep was able to confirm the pints collected appeared well below the skin of the registration model but still read as green. Exam was noted to be mostly to protocol besides part of the rear of the patient skull not appearing in the exam.

Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: product ID 9735737 ; sw kit version 2.1.0 h3: software analysis pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.